Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because allegation of overdischarge fits to existing formal investigation and known event. However, there was also insufficient information because follow-up with mdt rep indicated that the device was successfully reset, however the patient is not receiving effective therapy. The ins 37712 restore ultra remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins 37712 restoreultra. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4) overdischarged batteries (B)(4). The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend overdischarge. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins 37712 restoreultra is inconclusive because of insufficient event information. Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n270132, implanted: (B)(6) 2011, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-09, lot# l96778, implanted: (B)(6) 2001, product type: accessory. Product ID: 3986ilc, lot# n25278, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that an ins overdischarge was suspected. Manufacturer representative(rep) reported she already performed 1 physician mode recharge, but still could not get normal recharge screen. Rep reported she used antenna locate(al) feature prior to starting pmr and got in the 38-40 range. Rep reported pt had not charged in some time, but was unsure how long. Advised rep if still no communication, another pmr should be attempted. Further information reported telemetry issues. No telemetry with any components. Pt had had difficulty charging neurostimulator (ins) since it was implanted. Pt did not remember when he had his last stimulation. An ins overdischarge was suspected. Al = 24 to 40, which was done 2x. Error 608 showed briefly during the al feature but then it cleared and did not reoccur. Pt thought he might have seen this error in the past but not sure. Caller assessed ins in pocket and could feel all four corners though it did wiggle around some in pocket. Pt said there was some fat over the bottom part of the ins. Ins in abdomen. Pt not using stim as he had neck decompression surgery yesterday (is in pt right now) and stimulation was turned off. Pt had stimulation for his neck and right arm pain. Did another al feature and then started pmr. It was reported the overdischarge was confirmed and the rep had to do 2 pmr's. It was reported the cause of the overdischarge was patient compliance, device malfunction: he said since he was implanted with the rechargeable device he has always had issues with charging, his plan was to have a non-rechargeable implanted as soon as he was healed from his cervical fusion it was reported a pmr was successfully performed and the patient was not able to use the system. It was logged there was no further troubleshooting/interventions necessary at the time of report the patient was not receiving effective therapy.